Event description:
The over the past 6 months there has been an increasing number of electrode channels with high impedance. This period of observation and results have been discussed with the child's guardian and with the child's surgeon. It was recommeded to re-implant the pt so that her speech development will not be delayed and she will be able to attend school beginning in the fall.